Event description:
It was reported that after a routine device replacement, dft (defibrillation threshold testing) was administered. The patient went into ventricular fibrillation (vf) and the patient had to be externally rescued. It was noted that the patient was admitted for heart catheterization testing and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).